Manufacturer narrative:
High impedance was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis or disposal. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy on the right side of their body. Diagnostics revealed high impedances on the right lead. Reprogramming has been unable to restore effective therapy. As a result, surgical intervention may be undertaken to address the issue.